Event description:
The user's hearing performance with the device is affected. An accident or trauma or changes in the user's health status have not been reported. There was no redness or swelling around the implant. Re-implantation took place on (B)(6) 2021.